Manufacturer narrative:
Manufacturing date - (B)(6) 2016. The device was received and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted a ruptured bladder. The reported condition was verified and the cause is unknown. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured. There was no report of patient injury or medical intervention associated with this event. No additional information is available.